Event description:
Information received from the field notes that during a routine follow-up, telemetry could not be established with two different programmers. An ECG showed that the patient's intrinsic rate was 80 bpm. The magnet rate and programmed base rates were 75 ppm.